Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device and was unable to duplicate the reported issue. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator was "having issues with the 980 ventilator going inopoperative, when they are switched to battery for transport. Initially, the compressor will not turn on and then the vent turns completely off. We transported a patient to CT [computed tomography] on a tank, compressor and battery. Everything worked fine and the batteries indicated full charge. We then plugged back into ac (alternating current) power and wall o2 (oxygen) while in CT (computerized tomography), but they do not have wall air and the compressor turned off with a 100% o2 alarm because the patient was on 30%. When the CT was completed, we unplugged the vent to transport back to the ICU (intensive care unit) and just run on 100% o2, but the vent went inoperative" and entered backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.